Manufacturer narrative:
(B)(4).

Event description:
It was reported that episode of nso was noted via merlin.net transmission. P-wave oversensing on the rv lead and decreased sensing were observed. Lead dislodgement was suggested. The patient is doing well. No changes have been made.